Event description:
It was reported that the customer experienced a blood glucose (bg) level of 640 mg/dl; cause was unknown, with small ketones. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.